Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported a hemorrhagic stroke occurred and resulted in a life-threatening illness or injury, resulted in a permanent impairment of a body structure or a body function, resulted in in-patient or prolonged hospitalization. Health care professionals don't believe the device caused this issue.